Event description:
It was reported that a patient presented for an implant procedure. During the procedure the atrial lead had high capture threshold and was not able to be implanted at the target area, after several attempts, the atrial lead helix would not retract. The atrial lead was not used and the physician elected to complete the procedure with a different atrial lead. There were no patient consequences.

Manufacturer narrative:
The reported events of operation problem and high pacing threshold were unconfirmed while the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found that helix was over torqued consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the helix being over torqued. No other anomalies were identified.